Manufacturer narrative:
Device has not been yet received. Organization has made attempts to contact the intital reporter to get the device for further analysis.

Event description:
The patient reported sudden loudness on two separate occasions while wireless streaming. Audiogram shows change to the hearing threasholds and onset of tinnitus. The company is in the process of obtaining further information which will be contained in the follow up report. This is the initial report.

Event description:
The patient reported sudden loudness on two separate occasions while wireless streaming. Audiogram shows change to the hearing thresholds and onset of tinnitus. Three follow up attempts were made to contact provider. However,no further information on the case could be obtained. The case will be reopened if any further information becomes available.

Manufacturer narrative:
Organization has made three attempts to contact the inial reporter to get the device for further analysis. However, device has not been yet received.